Event description:
It was reported that the pt has not had therapeutic effect following pump implant. The pt was "in a lot of pain". The reservoir volume was checked and they "had more volume than expected." No diagnostic studies have been performed. The hcp had recommended performing a dye study. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.